Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, an opening on radius, and crease fold. A microscopic analysis was performed which identified: a crease sharp opening on radius. Based on the device analysis the final assessment is: a crease sharp opening on radius assessed as fold flaw opening. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Event description:
Healthcare professional reported a right side rupture. Additionally, healthcare professional reported capsular contracture baker grade IV. The device has been explanted.